Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, and transient neurological events including stroke are known potential complications associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with the use of the thv procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders or may be idiopathic. It can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv procedure patients, it may be caused by guide wire perforations or annular ruptures. The cause for the pericardial effusion, could not be determined as additional information would not be provided. However, procedural (device manipulation) and patient factors (tortuous abdominal aorta) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after successful deployment of a 26mm sapien 3 valve, the patient¿s blood pressure dropped, and an echo revealed a tamponade. A pericardiocentesis was performed. The patient was treated medically and received inotropes and blood products. The patient was stable and transferred for post management care. The exact source of the bleed is not known. Of note, the patient expired post procedure. The site will not provide any additional information. As reported the valve was deployed in good position although a CT showed a very tortuous abdominal aorta, which made crossing the annulus challenging.